Event description:
Tibial insert was defective. The tibial insert had a ridge on it that would not lock into the anchoring device. Device never implanted in pt. Alternate insert was implated without incident.